Event description:
The user facility reported 38yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. On day 19, high purge pressure developed and eventually a pump stop occurred. Tissue plasminogen activator (tpa) in purge-purge system blocked alarm appeared. The pump was explanted and the field reported buildup on the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump and purge cassette were returned for evaluation. An extreme kink was visualized on the catheter located on the connection to the red handle. A light test was performed and displayed fiber damage at the kink. A combination of biomaterial ingestion and the catheter kink contributed to the high purge pressure and pump stop. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.